Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck angulation was 70 degree. It was reported that during the index procedure, after deployment of the main body, a proximal type I endoleak was observed. Touch-up was again given but dsa confirmed the endoleak still remained. Other manufacturer¿s excluder aortic cuff was implanted at proximal side however, the angiography still found leak at the same site. Another excluder aortic cuff was implanted at distal side (main bifurcation). The final angiography confirmed decreased amount of leak. Although, the leak did not resolve, the physician decided the patient will be monitored and the procedure was completed. The physician commented that "during removal of main delivery system, the distal tip was caught on the graft at the tortuous proximal aortic neck. Therefore, it also seemed to be possible type iii endoleak (damaged graft). But, the addition of the aortic cuff decreased the endoleak. It could also be type IV endoleak (jetting and nearby flow divider), not type ia endoleak." The physician was able to remove the delivery system from the patient. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).